Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during peritoneal dialysis therapy on the homechoice. It is unknown whether the patient was connected at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.